Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of alopecia areata ('mine so thin/bald spot') in a female patient who had essure inserted. The patient's concurrent conditions included ms. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced alopecia areata. Essure treatment was not changed. At the time of the report, the alopecia areata outcome was unknown. The reporter considered alopecia areata to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Upon internal review, 'hysterectomy' was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ms. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia areata ("mine so thin/bald spot"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the medical device removal and alopecia areata outcome was unknown. The reporter considered alopecia areata and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.